Event description:
It was reported that the device illuminated the service indication and was not unable to charge and deliver defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction, the initial emdr reads: it was reported that the device illuminated the service indication and was not unable to charge and deliver defibrillation energy. There was no patient use associated with the event. The initial emdr should read: it was reported that the device illuminated the service indication and was unable to charge and deliver defibrillation energy. There was no patient use associated with the event. Additional information physio-control evaluated the device and observed that the device kept charging and would not deliver energy. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.